Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Regulatory agency reported "capsular contracture baker grade iii, breast is hard and deformed". Later, healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted.